Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture (loc) due to increased threshold measurements. Technical services (ts) was consulted to discuss the findings. It was noted that the vector had been reprogrammed from lv tip to can to lv tip to rv and the output was decreased from 4.5 volts to 4.0 volts previously. Subsequently the lv lead was reprogrammed back to lv tip to can and the output was adjusted to 5.5 volts. The lv lead remains in service and no adverse effects were reported.